Manufacturer narrative:
The reported event of ¿fibers/filament on the tip of the lead¿ was confirmed. Final analysis found that as received, a complete lead was returned in one piece without the original packaging for analysis. The lead was returned with two black fibers at the distal region of the lead. No other anomalies were noted. The origin of the fibers could not be determined as the product was received outside of the sterile packaging. Abbott is continuing to monitor this issue. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements and that no issues were identified related to this reported event. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was contaminated with filaments at the tip of the lead. The lead was not used and was replaced during procedure on (B)(6) 2023. There were no patient consequences.